Manufacturer narrative:
(B)(4). Batch # p5681u. Additional information requested and received: can you please clarify if the statement you made regarding "this is already the second time that happened" is for the second time this event happened in this surgical procedure? Or has this event occurred in a different procedure? The event of the problem with the reload was in another procedure but the same day. In fact, for the first time it happened I was in the or and I noticed this because the scrub nurse wasn¿t able to put another reload in the stapler. I just had a look and saw that the metal part of the reload was still inside the jaw. When I made this complaint, the problem described by the hospital was quite the same and I just had a look in the jaw and saw that it was the same. The analysis found that one psee60a device was returned with no apparent damage and with no cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. While no conclusion could be reached as to how the pan became dislodged from the reload. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric bypass procedure, the scrub nurse tried to put in new reloads, it was impossible. They said that the knife doesn't came in but in fact, the metal part of the precedent reload was still inside (this is already the second time that happened). This complaint is more about the deficient reload than the gun itself. There were no adverse consequences for the patient.